Event description:
It was reported that this pacemaker exhibited oversensing of atrial arrhythmias resulting in stored atrial tachy response (atr) episodes. Device data was sent to rhythmcare for review. Data review confirmed the oversensing of the arrythmias and identified a recorded pacemaker mediated tachycardia (pmt) episode. Rhythmcare recommended increasing the maximum tracking rate. This device remains in service. No adverse patient effects were reported.